Event description:
It was reported that the patient believed there was a short in the system due to the stimulation stopping and turning on in certain movements and on both sides. There was no known incident or accident related to this and the shocking started a couple of weeks ago. The stimulation would quit on one side and mild on another and if she moved it would come back full force, like a short was happening in the system. The device had been off for a couple of days to save battery and the patient had a third battery left. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 355024, lot# n194196, implanted: (B)(6) 2011. Product type: accessory. (B)(4).